Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was prompting the meter settings instead of the apply sample symbol when she was attempting to test her blood glucose. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 9 p.m. The patient reported managing her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she developed symptoms of 'shaky and sweaty' 8 days after the alleged issue began. The patient informed the cca that her blood glucose was tested on an emergency medical services (ems) meter (unspecified type) at 10:40 p.m. On (B)(6) 2012. The patient said the ems obtained blood glucose results of '27 and 61 mg/dl' with their meter. The patient denied receiving medical intervention from ems or by herself. At the time of troubleshooting the patient informed the cca that the meter was reverting to the set up mode when she was inserting a test strip. During troubleshooting the cca was able to resolve the alleged issue by educating the patient on the correct testing process and walking the patient through a retest. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue. In addition, the patient reported blood glucose results obtained by ems, that are suggestive of acute hypoglycemia.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the lay user/patient's meter has been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.